Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-13792, 3006705815-2022-13794. It was reported that patient was experiencing impedance issues and loss of therapy due to a inoperable ipg. Surgical intervention was undertaken on (B)(6) 2022 in which the system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.